Manufacturer narrative:
Manufacturer reference#: (B)(4).

Event description:
A site reported to rxsight that a posterior capsule tear occurred during implantation of the light adjustable lens (lal). An anterior vitrectomy was performed and the lal was placed in the sulcus. Rxsight's first awareness of this event was on 08/29/2024.

Manufacturer narrative:
This report is submitted to correct section b5 of the initial report. Rxsight's first awareness of this event was on 05/15/2024.